Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lid of the battery housing fractured when testing the functionality during a demonstration in sterilization room. Due diligence is in progress for this complaint; to date no additional information or product has been received. This event is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.